Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited electromagnetic interference which was seen as noise on the atrial tachycardia/atrial fibrillation (at/af) episodes of the device interrogation. It was also reported that there was right atrial (ra) lead oversensing. The crt-p and ra lead remain in use. No patient complications have been reported as a result of this event.